Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient exhibited false pause episodes on the implantable cardiac monitor due to undersensing. The patient would continue to be monitored.